Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device is described to have demonstrated ventricular oversensing while programmed to high sensing thresholds and/or loss of appropriate pacing output. A CT exam showed the ventricular lead placement as far into the rvot. The patient is pacer dependent. There are no adverse events reported for this patient.